Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of overdelivery. The device passed testing including delivery accuracy. The device was found to have a broken power cord but this is unrelated to the event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of an overdelivery. The device was programmed to deliver 999 ml of normal saline at a rate of 83 ml/hr on the primary line. The secondary line was programmed to deliver 250 ml of vancomycin at a rate of 125 ml/hr. The delivery was initiated and the nurse left the room. After an unspecified length of time, the nurse left the room. After an unspecified length of time, the nurse returned to the pt's room. At this time, it was noted that the secondary infusion was complete. The primary infusion was found delivering at a rate of 999 ml/hr instead of the intended 83 ml/hr. The normal saline container was also reportedly empty. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.